Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number:11-300816 lot number: 796550 brand name: arcos 16x150mm spl tpr dist; unknown head; unknown liner; unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02091, 0001825034-2020-02093, 0001825034-2020-02094, 0001825034-2020-02095. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient is being indicated for a revision due to unknown reasons with suspected infection. However, a revision has not been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.